Event description:
On (B)(6) 2017, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was providing an inaccurate result. The complaint was classified based on the customer care advocate (cca) limited documentation, as the patient was unwilling to answer all questions. The reporter stated that the patient did not recall when the alleged inaccuracy began. The patient had obtained an unknown inaccurate result on the subject meter. The patient manages his diabetes with insulin (self-adjuster) and reported that he increased his dose of insulin by an unspecified amount in response to the alleged reading he obtained. The patient reported that he woke up at an unspecified time having developed symptoms of shaky and dizziness after the alleged product issue began. The patient stated that he self-treated the symptoms with glucose tablets/gel. At the time of trouble shooting, the cca confirmed that the patient was unable/unwilling to answer further questions. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on an alleged inaccurate result obtained with the subject meter.